Manufacturer narrative:
(B)(4). Date sent: 12/17/2024 d4: batch # unk the manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lar procedure, upon the first firing, surgeon found that the motor slowed down during firing but thought all fired normally with a white reload. Once the jaws were opened, they realized that the device did not staple on the last 1/2 of the jaw but the knife transected the tissue. Fecal contents in abdominal cavity. Surgeon reported a challenge closing the jaws after straightening them out prior to removal. Would not click closed and could not get it out of the trocar d/t this. Had to remove the port alongside the device to remove it. Upon inspection, the anvil is damaged. Have stated that the patient is ok and are "lucky" that there was more tissue distally that they could open another echelon 3000 to fire again.

Manufacturer narrative:
(B)(4). Date sent 1/29/2025. D4 batch # 129d99. Investigation summary : the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with the anvil bent upwards and with a gst45w reload loaded on the device. The reload was received fully fired. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due to the condition of the device. The device event log was reviewed. The log indicates that the device had a high force to fire for one of the clinical firings, indicating that the device was firing over an obstruction, or too thick of tissue. In addition, the log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Please reference the instruction for use for more information. Additionally, photos were provided and they showed the condition of the reported event. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 129d99, and no non-conformances were identified.